Event description:
A report was received from the patient's mother stating the patient "had difficulty breathing through the trach and could not tolerate a passy muir". The trach was reported to be used only a few days before the patient was successfully recannulated with a similar device. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). The lot number associated with the referenced device was not supplied by the reporter. Therefore, a review of the device&#39;s history record is unable to be performed.

Manufacturer narrative:
(B)(4). Based on the complaint tracking system, received sample and manufacturing controls the following facts were concluded: the reported "occlusion/obstruction" event was not confirmed in the received sample. Currently, the guidelines and manufacturing controls are acceptable and all manufacturing controls were found effective to detect the reported failure mode.